Manufacturer narrative:
The reported event that a screwdriver bit axsos t20, ao fitting 5.0mm locking set was alleged of breakage could be confirmed, since the device was returned and its tip was found fractured. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by overtorque and poor maintenance of the device. The breakage surface was analyzed during visual inspection. The trend of progression lines suggests that the breakage occurred during screw extraction. The fact that the fracture is helical indicates that the breakage occurred because of torsion loading. In addition, a few traces of corrosion were found both on the breakage surface and on the lateral depressions of the device tip. This suggests that the device was not well maintained. Poor maintenance and incorrect cleaning/sterilization process can lead to the corrosion of the material. Corrosion of the device will lead to the instrument breakage when exposed to high forces. Due to the nature of the returned device, a dimensional inspection was not possible. Despite this, the inspection protocol of the batch revealed that the length of hexalobular and the overall length of 100% of the lot were checked and resulted according to specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The operative technique (ies-st-1 rev 2 implant extraction set) was reviewed: "never use a worn or damaged screwdriver to remove screws. Reverse cutting flutes are present for this reason. It is recommended that the solid screwdriver be used for screw removal. The solid screwdriver applies greater torque and may reduce the potential for damaging the hexagonal tip on the screwdriver.'' The instruction for use (v15011 rev n 05-2016 instruments IFU ot-IFU-179) was reviewed: ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; [...] For your information, avail yourself of the training courses and publications offered by stryker (e.g. Operative techniques). Special comments for application: only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. Before every operation, ensure that all devices to be used during the operation function correctly with each other. In the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure. Reusable instruments must be cleaned directly after usage. The following process parameters are validated by stryker and recommended for sterilization and/or resterilization: moist heat sterilization according to en iso 17665. Method (us): moist-heat sterilization, cycle: pre-vacuum (pre-vac), temperature: 270 °f (132 °c), exposure time: 4 minutes, dry-time: 30 minutes (minimum, in chamber). Cool-time: 60 minutes (minimum, at room temperature), method (outside the us): moist heat sterilization, cycle: saturated steam with forced air removal, exposure phase: 4 to 18 minutes, drying time: 30 minutes (recommended minimum, in chamber). Temperature: 132 - 137 °c (270 - 277 °f), note: not for prion inactivation. Note: it is the responsibility of the healthcare establishment to refer to the sterilizer manufacturer's instructions for use for load configurations and sterilization accessories. For further information, please refer to the instructions for cleaning, sterilization, inspection and maintenance of stryker medical devices (l24002000).'' The cleaning and sterilization guide (l24002000-en rev. N_ot-rg-1_rev-2_ cleaning & sterilization guide_2015-8332) was reviewed: ''the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient. For cleaning or disinfecting medical devices only specifically formulated cleaning agents and/or disinfectants (detergents) should be used. Note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date. Cleaning agents and disinfectants used during validation of the processing instructions: in all cases, follow the indications, instructions and warnings provided by the supplier of the cleaning agent and/ or disinfectant, select only detergents intended for cleaning and/or disinfection of medical devices made of metals and plastics, and select only disinfectants with approved efficiency (vah/dghm or FDA approval or ce mark). Ensure that the substances listed below are not ingredients of the cleaning or disinfection detergent chosen: organic, mineral, and oxidizing acids (minimum admitted ph-value 5.5), strong lye (maximum admitted phvalue 10.9*), organic solvents (for example: acetone, ether, alcohol, benzine), oxidizing agents (for example: peroxides, hypochloride), halogens (chlorine, iodine, bromine), aromated, halogenated hydrocarbons. Functional check for screwdriver blades. Description and function: screwdrivers with drive connections of various designs with or without selfretaining function. Potential failure modes: deformation of the blade (twisted). Deformation of the blade (rounded), breakage of the blade´s self-retaining mechanism without function, corresponding drive connection of screw head is rounded or worn. Preventive maintenance: use an appropriate instrument spray for the mechanism of the self-retaining screwdrivers. Regular functional check and visual inspection. Replace and do not use in case of failure. Regular functional check of corresponding items (screwdrivers - screws).'' If any further information is provided, the investigation report will be updated.

Event description:
The nurse at the hospital reporting the following event: "during a medical procedure, the tip of the screwdrive broke."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The nurse at the hospital reporting the following event : " during a medical procedure, the tip of the screwdriver broke "